Event description:
It was reported by service report that the unit's bed lift motor are not working at headend. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable, sensor coil cord.